Event description:
It was reported that the device was broken. A direxion hi-flo fathom was selected for use. During the procedure, it was noted that the direxion was kinked and broken. There were no patient complications reported.

Event description:
It was reported that the device was broken. A direxion hi-flo fathom was selected for use. During the procedure, it was noted that the direxion was kinked and broken. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the direxion hi flo was returned to boston scientific for analysis and found a fracture 5.2 cm from the hub. The shaft was not completely separated, the inner liner was still intact. The fracture looked consistent with a bending and tensile force breaking. Inspection of the remainder of the device found no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information of a break. A kink was confirmed on the catheter.